Manufacturer narrative:
Although the device was reported to be available for return, the device has not yet been received by the plant for evaluation. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient passed away at home while connected to their liberty cycler for peritoneal dialysis therapy. The cause of death was unknown. The patient was not hospitalized prior to the event. There was no report of an alarm or a malfunction with the liberty cycler occurring immediately prior to the patient passing away. The patient had been a peritoneal dialysis patient for seven months prior to passing away. Additional information was requested but was unavailable.

Manufacturer narrative:
Upon follow up with the patient's peritoneal dialysis registered nurse, it was clarified that the patient was compliant with their peritoneal dialysis therapy. The patient had been doing peritoneal dialysis therapy for five months prior to passing away (incorrectly documented as seven months in the initial MDR). As a death certificate was not available, the cause of death remains unknown. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported passing away of the patient. Based on the provided information, there is currently no documentation that shows a causal relationship between the patient passing and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against the liberty cycler or any reported issues that occurred during treatment prior to the event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of patient death remains. Should additional new information be made available this clinical investigation will be reevaluated.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment and no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. A simulated treatment was performed on the cycler with no issues noted. The cycler weighed fill volume values were within tolerance of specifications. Additionally, the cycler underwent and passed system air leak and valve actuation tests. Load cell verification testing was performed and the cycler was found to be within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection between the front panel assembly and the panel assembly identified the presence of fluid. The fluid tested negative for glucose. The cause and origin of the fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed related to the reported event and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.